Event description:
Information was received from a manufacturer representative, regarding a patient being implanted with a neurostimulator (ins) rep reports they are getting high impedances >40k on one of the ins ports. Rep said the dr swapped leads and the impedance issue stayed with the same ins port. Rep said the lead was fully inserted. Rep said the dr tried to suction the port out but they continued to have high impedance with one port on the ins. Rep will try another ins. Outcome was "connected". Additional information was received from manufacturer representative (rep). It was reported that the rep reiterated the event. There were high impedances on the day of the surgery. Scs replacement. High impedance and good connection. Replaced with another ins and same high impedance. Customer service call made at implant and rep suggested switching to another ins same results but intra op test revealed that the pt felt stimulation. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977118 lot# serial# (B)(6) product type implantable neurostimulator product ID 3998 lot# n23409a serial# implanted: (B)(6) 2000- product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6) , ubd: 15-jun-2002, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.